Event description:
It was reported that after a procedure the bur guard was cracked. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Event description:
It was reported that after a procedure the bur guard was cracked. No patient or user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The technician was able to confirm the reported crack in the device. It is likely the reported event was caused by a deformation in shape of the device, possibly due to extended use or a blunt force. This not a repairable device and will not be returned to the user facility.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.